Event description:
A customer reported that during an emergency care procedure using a glidescope core smart cable, the screen on the connected glidescope core 15-inch fhd monitor turns white and glitches when the laryngoscope touches the patient's tissue. The procedure was completed by doing a blind intubation. No delay in the procedure or harm to the patient was reported. Following the reported incident, the customer later reported that no image was observed at all when the unit was turned on.

Manufacturer narrative:
The reported glidescope core smart cable was returned to verathon for evaluation along with the glidescope core 15-inch fhd monitor used during the reported event. A verathon technical service representative (tsr) evaluated the returned devices and confirmed the reported image issue. When connecting the monitor to verathon's test equipment, the display was not showing an image when the unit was powered on. Furthermore, it was found that the monitor's video cable was partially detached. The device failed verathon's visual inspection and device functionality testing. Next, the verathon tsr evaluated the returned smart cable and observed hdmi connector damage, specfically bent pins and plastic damage. The device failed verathon's visual inspection and was unable to be used with verathon's test equipment due to the identified connector damage; however, it is possible for smart cable connector damage to cause the reported image issues. Upon completion of verathon's device evaluation, the monitor's video cable was reseated and returned to the customer. The damaged smart cable was scrapped due to the customer already being provided a replacement cable and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.